Event description:
Additional information received identified the patient was found to have an epoxy allergy. The patient is receiving effective stimulation and not considering any intervention at this time.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced swelling and tenderness at the ipg site. The physician suspects an allergic reaction. An allergy kit would be shipped for the patient use.

Event description:
Additional information received identified the patient underwent surgical intervention on (B)(6) 2018 wherein the ipg site was relocated to address the issue.